Event description:
It was reported that the 9900 system experienced a filament regulator failure. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the filament driver board (r33 failed on the original board). The system was tested and found to be working as intended and placed back into service.